Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove obstruction, clean speaker holes, remove and reconnect cartridge, and wait to resume insulin. Customer was also advised to contact technical support again if issue persisted.